Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly displays an unknown error message. The reporter stated he receives an error when the test strip is not fully covered with blood. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.the 510(k)# is k073231.